Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer was using aspart insulin. Tandem technical support informed customer that aspart is off label per the user guide. Additionally, the insulin gauge was inaccurate. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed the pump supplies to address the issue.